Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the luer lock connection on multiple intermittent occurrences. The customer's blood glucose levels ranged from 60 (mg/dl) to 120 (mg/dl). Reportedly, the customer successfully removed the air bubbles each time, and resumed insulin therapy via the pump.